Manufacturer narrative:
The tandem t:slim pump user guide states to not use any other insulin with your pump other than u-100 humalog® or novolog®. Only huma­log® and novolog® have been tested and found to be compatible for use in the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced multiple, intermittent inaccurate fill estimates after loading multiple cartridges onto the pump. Reportedly, the customer filled the cartridge with 300 units. Subsequently, the customer reported a steroid (solu-cortes hydrocortisone) was being used in the pump, and the pump does not use insulin. Recommendation was made by tandem technical support to upload the pump data logs for review of the reported event. Although requested, no further information was provided. There was no reported impact to the customer's blood glucose level.